Manufacturer narrative:
Device evaluation of belt sn (B)(4) is underway. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. A root cause investigation is underway. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the pulse wire inside the cable connecting the distribution node (dn) and ECG electrode c and d had migrated outside of the cabling and induced a short at component d4. The root cause of the migrated wire is an error during manufacturing at the supplier. The black pulse wire was not cut. A supplier corrective action was initiated. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.